Event description:
Report received from baxter stated that the customer experienced a leak from the area of the fill port during pt use. Reporter stated device was filled with 5fu and normal saline. The pt was exposed while wearing the leaking infusor overnight; but the pt is ok at this time. There were no reported pt injuries due to this event. Reporter claimed that total volume of the solution in the infusor is unknown.